Event description:
Per facility "the patient came in for disconnection and the nurse noticed that chemo was still in the bag. Forty two milliliters were left in the bag. FDA safety report ID # (B)(4).